Manufacturer narrative:
Device evaluated by MFR?. Device evaluation is not necessary as the protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
Information was received via clinic notes that the patient is now scheduled for a lead revision due to high impedance, whereas it was previously reported that the patient was referred for explant due to patient comfort. The report of high impedance is likely unrelated to the device protrusion and is therefore reported in MFR. Report # 1644487-2019-01218. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
Information was received from the physician's office that the patient's leads are still protruding under their skin and that the patient has been referred for explant surgery since the patient desires the device to be explanted, and per the physician the explant is for patient comfort. The patient's device also has high impedance that is likely unrelated to the device protrusion and is therefore reported in MFR. Report # 1644487-2019-01218. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator were explanted and replaced due to high impedance and battery depletion respectively, as reported in manufacturing report# 1644487-2019-01218. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient indicating that she was experiencing her lead surfacing which was associated with pain, irritation, a lead pulling sensation, and a perception of continuous stimulation. The patient was referred to a surgeon for a revision. The neurologist's office reported that the patient's feelings of the vns constantly being stimulated may be related to the positioning of the vns wire (it is clearly visible outside of the skin). The lead appeared to be sticking up like a vein in the patient's neck. The surgeon's office reported that the lead did appear superficial and appeared to be extruding but that more diagnostic tests were needed to identify why the patient's lead was surfacing. At the patient's office visit no system diagnostics were performed on the generator. During the conversation with the surgeon's office it was noted that the patient reported experiencing a sensation like there was water constantly in her ears. No patient trauma or manipulation had been reported to the neurologist's office or the surgeon's office. To date no known medical or surgical interventions have been taken. No additional relevant information has been received.